Event description:
It was reported that during an unknown procedure, the device kept being activated without pressing the buttons at the end of operation. The doctor carefully used it to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).